Manufacturer narrative:
The patient/family was the initial reporter so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that she was feeling symptoms of hypoglycemia and could not move, so she called paramedics. Upon the arrival of paramedics, they performed a blood glucose testing using their meter and obtained a reading of 79 mg/dl. After the paramedics left, the customer performed a test with her contour next meter and obtained a reading of 204 mg/dl. The customer ate peanut butter sandwich and had some soup, after which she felt better. There is no allegation of an adverse event. The customer was advised to return the test strips for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer only returned the suspected contour next meter for evaluation. No test strips were returned. Therefore, in-house contour next test strips from lot # 8jpeg02c were tested with the returned meter, which gave satisfactory performance.